Event description:
As reported by the edwards field clinical specialist, during a tavr procedure, the 1st 23mm sapien 3 ultra valve was placed too high requiring a 2nd valve. A 2nd valve was deployed to reduce the moderate paravalvular leak (pvl). Multiple attempts were made to re-dilate with plus 3ml of extra volume the 2nd valve to reduce the pvl resulting in the commander delivery system balloon to burst. Withdrawal difficulties were encountered, and a decision was made in order to safely remove the balloon to perform a cutdown on the right femoral artery. The pvl was not resolved and was noted as moderate. The patient is stable post tavr. Per report, the balloon rupture was due to over dilation of the valve.

Manufacturer narrative:
Thv/tvt registry. The investigation is ongoing. H3 other text : the device was discarded.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for balloon burst and withdraw catheter or difficulty/inability to withdraw system through sheath were unable to be confirmed due to unavailability of the complaint device and/or applicable imagery. Therefore, a manufacturing non-conformance was unable to be determined. Due to the unavailability of the device lot number, a review of the DHR and lot history was unable to be performed. A review of the IFU and training manuals revealed no deficiencies. The complaint description states, 'multiple attempts were made to re-dilate with plus 3ml of extra volume the 2nd valve to reduce the pvl resulting in the commander delivery system balloon to burst'. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, interaction with the pre-existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 3ml was added to the balloon. The prescribed nominal inflation volume is provided in the IFU. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As reported, 'withdrawal difficulties were encountered'. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty as reported. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, a conclusive root cause was unknown, available information suggests that patient (pre-existing valve) and procedural factors (over inflation and withdrawal of burst balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.